Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the sepramesh ip, which allegedly failed and repair the recurrent incisional hernia. The attorney alleges the patient endured additional surgeries to treat mesh-related complications, and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of sepramesh ip, patient was diagnosed with adhesions, mesh migration, hernia recurrence, abdominal pain and underwent repair with mesh explant. Per op notes,¿ the mesh was not fixed to the left side and was hanging of the abdominal wall, the hernia and defects were all exposed with no coverage.¿ the instructions-for-use (IFU) supplied with the device list adhesions as a possible complication. Updated fields: a2, a4, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a sepramesh ip was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the sepramesh ip, which allegedly failed and repair the recurrent incisional hernia. The attorney alleges the patient endured additional surgeries to treat mesh-related complications, and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with chronically incarcerated incisional hernia and underwent open repair with implant of sepramesh ip. Per operative notes, "there was a large umbilical defect in addition to the other incisional hernias, large amount of omentum emanating from abdominal cavity into the multiple swiss cheese defect hernias. The omentum and hernia sacs were taken off. Patient was found to have large midline hernia in the region of pfannenstiel incision and just above it. A large sepramesh ip was cut down into oval shape, placed intraabdominally with the seprafilm side down and tacked in anterior abdominal wall." (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia and underwent laparoscopic repair. Per operative notes, "the patient had omental adhesions to the anterior abdominal wall where there was a large sepramesh ip. The visualization of the mesh revealed that the mesh was not fixed to the left side and was hanging of the abdominal wall and the hernia and defects were all exposed with no coverage. The mesh was extremely large, and it was felt that it could be used to cover the defects without having to place any additional mesh. Once the omental adhesions were cleared, hernia packer was used to place packs on the mesh attaching it to the left abdominal wall and to cover the defects. (B)(6) 2015 to (B)(6) 2015 - patient had multiple follow-up visits for umbilical hernia, incisional hernia, and abdominal pain. (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent repair with removal of mesh. Per operative notes, "there was virtually no ingrowth of the mesh to the abdominal wall. The mesh was adherent laterally and these adhesions were taken down. The underside of the mesh was taken down as well. A synthetic mesh placed in an underlay position. 2 sheets of seprafilm was placed on the intestine and laid the omentum." Attorney alleges that the patient had adhesions, hernia recurrence, mesh migration, infections, pain and emotional injuries.